Event description:
It was reported that the ilet pump¿s sleep/wake (top) button was unresponsive, requiring the user to place the device on the charger to power on, and a replacement device was shipped with the original to be returned. Symptoms included low glucose episodes prior to replacement, though blood glucose at the time of the reported incident was approximately 125 mg/dl and in range. Outcomes included no hospitalization and no reported injury. Investigation included obtaining device history and arranging return for evaluation. Investigation of this device revealed a nonfunctional sleep/wake button consistent with a device mechanical or user interface component failure; the device was replaced and the user was informed that a new learning period would be required. It was concluded, based on previously established findings for similar reports, that the cause was device component failure.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.